Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, device history record, visual inspection and functional testing was conducted for the purpose of this investigation. One used n-mtns-4.0-40-mn device was returned with this complaint along with devices for complaints (B)(4). Because all devices were returned in the same pouch, it is unclear which device corresponds to which complaint. A functional test was performed on all 3 devices in which a syringe was filled with water and connected to the luer hub of the device. A leak was observed on all 3 devices. No blockage or other difficulty was experienced during the test. Each device was inspected under magnification, and a hole was observed on the balloon of all 3 devices. No other damage, anomalies, or marks were observed on the devices. There are no signs to indicate the device does not meet cvi specification. Manufacturing records were reviewed, and there are no signs that nonconforming product was released. No other complaints have been filed for this device lot. Visual inspection confirmed that the device contained a pinhole that was the product of a leak. The device is unable to inflate with said hole in its silicone balloon. There are no signs that this was present in the device during manufacturing, as 100% of devices are inspected for leaks using a functional test similar to the device's use. Because this is a silicone balloon used in small spaces adjacent to a metal needle, this failure is not necessarily indicative of a device or material nonconformity. The device may have been overfilled, inflated too rapidly, or collided with a portion of the patient's anatomy or the needle used with this set. The risk severity of this event was determined to be that of low impact with loss of part or all of device function and may cause nuisance to patient or the end user.

Event description:
During the procedure, the balloons ruptured during placement. It took 3 devices to complete the procedure. (1820334-2016-00395;1820334-2016-00396, subject of this report). The procedure was successfully completed with a fourth device.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the balloons ruptured during placement. It took 3 devices to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information was requested. However, it was not provided at the time of this report.